Event description:
It was reported that about six weeks prior to report date patient started to experience mild pain at the implantable neurostimulator (ins) site. It was stated that within the last two weeks, patient started to have "severe pain at the side of the battery." It had gotten to the point where patient "could not sleep or sit, could only stand." It was reported that it "worked perfectly", but now it seemed to have stopped working. It was reported that it was "working, but its pulse is one-tenth of what it normally is." It was reported that patient has a pocket of loose skin above "it" and "when I sit down, it pushes up." It was reported that patient could feel it moving a little bit, and underneath "is extremely sore." It was stated that the patient was going to go to the urgent care today because patient thinks there is a sore or something brewing or rubbing" and it started the week prior to report. It was reported that patient was "miserable." It was reported that patient could barely feel stimulation. It was stated that patient normally had it on at about 0.3v and if patient were to put their head back, patient "could feel it shoot all the way down to the ankle." Patient turned it up "to 0.9v and could barely feel the ins working." It was reported that there were no known accident or incident related to this event. It was reported that patient does not have another "program." It was reported that the ins was "fully charged and it was working on saturday ((B)(6) 2013)." It was reported that patient had an appointment with the pain physician two weeks from day of report. Additional information received, reported the patient was still having concerns with the device or therapy, but was working with her physician or manufacturer representative. No appointments had been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).